Event description:
Rptr had their first breast augmentation in 1991 and a further augmentation in 1992. The company was eurosilicone. In 1995 the implant ruptured and they had a mentor implant put in and they were told that this is rare. Rptr did not have any compensation. Then in 1998 the implant ruptured again, once again they put in mentor implants and the doctor assured them that this is rare. Again no compensation was given. In 2000 their breast ruptured again and once again rptr had mentor implants put in. This time they had compensation given. It is now 2002 and rptr's mentor implants have ruptured again and rptr has just gone through the surgery to have them removed. Mentor is willing to pay for the whole surgery but rptr is not to disclose anything to anyone once they sign their release form. Rptr feels that they have lied to the consumers as to the safety and reliability of their product. Each surgery rptr had was in a new place. It has cost rptr a lot of money as well as taken its toll on them. The doctors kept telling rptr this is rare and that they should try just one more time. This time when rptr had a rupture they were having effects as if they had asthma and chest pains. Also their shoulder experienced pain on the same side. As to the safety of the product rptr has their doubts.